Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The device was inflated twice for 14 atmospheres (atm) and 18 atm for 30 seconds respectively. However, during the third inflation at 18 atm for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.